Event description:
Reporter alleged blood glucose readings had been erratic and stated obtaining a glucose result of 500 mg/dl back to back with a reading of 189 mg/dl when testing was performed within one minute of each other. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.